Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor disconnect. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The remote service engineer (rse) performed troubleshooting with the customer. The rse confirmed with the customer that the error code was in their device event log. The customer attached the test adapter to the device and powered it on in normal operational mode. The customer adjusted the alarm setting and the device continued to operate properly. The customer removed the proximal line, and the device triggered an alarm as intended when the line is disconnected. The customer reattached the proximal line and the alarm went away, which is also intended as the device no longer has a reason to alarm with the line connected. Through the troubleshooting performed with the customer, the reported issue was unable to be reproduced. The customer stated that they would continue to test the device and call back if further assistance was required. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.